Manufacturer narrative:
UDI number added.

Manufacturer narrative:
A philips clinical application specialist (cas) went to the customer site. It was established that on (B)(6) 2017, the customer was using the intellivue multi measurement server to measure the 12-lead ECG on a male patient in the emergency department. Based on the incorrect 12-lead ECG which seemed to indicate acute myocardial infarction, the patient was sent to the cath lab where it was found that the patient's coronary vessels were not occluded. This issue was caused by a malfunction of the device. The distortions in the st-segment during a 12-lead ECG are caused by a high pass filter in the ECG software. This filter is activated by ECG firmware version e.01.22 when the technical inop "ECG check cable" or "ECG noisy electrode" is caused by a compromised ECG cable. As a result of the CAPA, a field change order was issued alerting the customer to the availability of software upgrades to resolve the issue. With the new software upgrades, the "ECG check cable" and "ECG noisy electrode" inops no longer trigger the internal high pass filter that influences the st-segment. Furthermore, the ¿ECG check cable¿ inop is now accompanied by an inop tone. Philips customers using the affected devices with the c12 option were informed about the potential st-segment distortion and the available software changes by a field safety notice. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
The customer reported that "the 12-lead interpretation is incorrect". The device was used for monitoring at the time of the alleged malfunction. A patient was sent to the cath lab unnecessarily.